Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus/ migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fatigue ("fatigue"), migraine ("migraines") and menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, fatigue, migraine and menometrorrhagia outcome was unknown. The reporter considered fatigue, menometrorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-feb-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation of uterus/ migration of device') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fatigue ("fatigue"), migraine ("migraines") and menometrorrhagia ("protracted/irregular bleeding/menstrual cycles"). The patient was treated with surgery (salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the uterine perforation, pelvic pain, fatigue, migraine and menometrorrhagia outcome was unknown. The reporter considered fatigue, menometrorrhagia, migraine, pelvic pain and uterine perforation to be related to essure. Most recent follow-up information incorporated above includes: on 26-jan-2021: pif received. Event perforation nos was updated to uterine perforation. Event protracted/irregular bleeding/menstrual cycles and reporter's information were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ("perforation") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), fatigue ("fatigue") and migraine ("migraines"). The patient was treated with surgery (essure implant removal). Essure was removed on (B)(6) 2016. At the time of the report, the perforation, pelvic pain, fatigue and migraine outcome was unknown. The reporter considered fatigue, migraine, pelvic pain and perforation to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.